Event description:
It was reported that the patient experienced allergic reaction. A 16x90/9fr uni plus 75cm wallstent endoprosthesis was implanted. However, on a routine follow-up, it was noted that the patient experienced allergic reaction with the implanted device. No further information available.